Event description:
It was reported that during a routine follow-up, low r-waves and externalized conductors via x-ray were observed. The lead was capped and replaced. The patients condition is good after the event.